Event description:
On (B)(6) 2011, the pt had initial ifuse implant surgery using three 7mm diameter ifuse implants. The pt never achieved significant relief from the procedure. The new treating surgeon felt that the pt was too active too soon after the index surgery. The pt had asked to have the implants removed. The surgeon did get a CT scan of the pelvis. In the surgeon's opinion, there was lucency about the implants demonstrated on the CT scan. On (B)(6) 2013, the surgeon performed a revision surgery on the pt to remove the three previously packed ifuse implants. The implant removal procedure was difficult. The surgeon utilized multiple osteotomes to release the interface between the implants and the ilium. The si-bone implant removal tool was broken during the removal of the implants secondary to extreme force being applied to the removal tool from the mallet. The implants were eventually removed from the pt. The surgeon described large amounts of bone adherent to the implants. The surgeon grafted the defects in the ilium with grafton dbm putty. The surgeon stated that he was going to see how the pt responded after surgery. He will re-evaluate the pt in a couple of months before determining a course of action. He will consider an open si joint fusion from an anterior approach if the pt continues to have documented si joint pain symptoms. Per dr. (B)(4) (si-bone vp of medical affairs), "medical review of this case, including verbal conversation with the revision surgeon, would lead me to the opinion that the pt may have had pain generators other than the si joint present from the beginning. The pt never had significant relief after the index ifuse procedure. The implants were in appropriate position (per CT scan) and were solidly fixed in bone as demonstrated during removal of the implants."

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, certificates of conformance, IFU and fmeu, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be that there were pain generators other than the si joint present from the beginning.